Event description:
During the initial implant procedure, there was difficultly removing the stylet from the left ventricular (lv) lead. When the stylet was removed, the connector pin of the lv lead was damaged. The new lv lead was implanted to resolve the event. However, an additional subclavian puncture was required to implant the new lead. The physician alleged the procedure was lengthened, however, further information from the physician regarding length of procedure has not been provided. The patient was in stable condition.